Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The handle of pull back system broke apart when the physician attempted to deploy the stent. The catheter had to be removed and a second protege gps was attempted, but also did not function. A third protege worked. No patient harm. Please reference MDR 2183870-2015-00510 for the other protege gps referenced in this report. Evaluation of the returned device found the protege gps stent delivery system exhibited a sonic weld separation. The root cause of the sonic weld separation could not be determined. The stent was present (not deployed in the patient).

Manufacturer narrative:
Dates corrected to reflect date of MDR reportable awareness.